Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with 0.5 ml of juvéderm® voluma® in the nasolabial area. The hcp did withdraw before injection. It was not a direct injection into the blood vessels. The hcp took a look at the post procedure photos. There was some light bluish change of the skin, which might have indicated a pending vascular compromise was going to occur. As it was too subtle and there was no complaint of pain due to the lidocaine effect, the patient was let go. The patient complained of pain the night or the next day. The patient presented ¿sign of vascular compression afterwards, not immediately¿ in the nasolabial fold. The hcp added to think that the event was not related to the product. The hcp thinks ¿it could be due to compression of nearby blood vessels instead of direct blockage of it¿. The patient was persuaded to return to get a doctor to dissolve the filler. After 3 days when the symptoms got worst, the patient agreed to see doctors and all the product was believed to be dissolved. The patient was also given supplementary treatment for preventing skin necrosis and promoting healing. The hcp believes the problem would be completely resolved without long term sequelae.